Event description:
The customer observed imprecise alinity c total bilirubin results on a pediatric patient. It was noted that the sample had generated aspiration errors after the initial result was obtained and there were several attempts to retest the sample. The following data was provided: sid (B)(6). Initial result = 8.9 mg/dl; repeat results = 9.5 mg/dl, 7.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
This complaint is associated with imprecise alinity c total bilirubin results generated on the alinity c processing module, serial number (B)(6) for a pediatric patient. A definitive cause of the imprecise results was not identified, therefore, the alinity c processing module, serial (B)(6), was considered the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity c total bilirubin results on a pediatric patient. It was noted that the sample had generated aspiration errors after the initial result was obtained and there were several attempts to retest the sample. The following data was provided: sid (B)(6), initial result = 8.9 mg/dl; repeat results = 9.5 mg/dl, 7.6 mg/dl. No impact to patient management was reported.